Event description:
It was reported that, during output, the reusable electrical connection cable for the medical device caused a spark, and the connector on the scope side broke. The issue occurred during a therapeutic transurethral resection in saline procedure. The procedure was completed using an olympus backup device, and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.